Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and duplicated the reported issue. The device was still able to be powered on and off by pressing the on/off button. Stryker determined that the cause of the reported issue was due to the reed switch, designator sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the customer's device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.